Manufacturer narrative:
The insulin pump was received with corroded keypad traces. No button error alarm during our testing and all of the buttons functioned properly. The insulin pump case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer's blood glucose was 234 mg/dl. Customer was trying to give a bolus but the buttons were not working properly. Customer then received a button error alarm. Customer stated that the alarm cannot be deleted. Customer replaced the insulin pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.